Manufacturer narrative:
Investigation summary: the latarjet solid screwdriver (part #: 285325, lot #: 14f01) was received and evaluated at us cq. Upon visual inspection, the distal tip of the screwdriver was deformed and bent. There were scratches observed on the returned device but have no impact on the device functionality. Hence, the reported condition can be confirmed. The possible root cause for the reported condition can be that the device encountered unintended forces during its use. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field a manufacturing record evaluation was performed for the finished device lot number (14f01), and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported from the affiliate that the latarjet solid screwdriver deivice bolts that held the driver shafts in the handles came loose or held debris under them. During an in-house engineering evaluation, it was determined that the distal tip of the screwdriver was deformed and bent. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the procedure or whether a like device was available for use. There were no adverse patient consequences reported. No additional information was provided.